Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor an open impedance was reported on the ins and so the ins was replaced and the issue was resolved. No symptoms were reported. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: analysis of product ID 3058, serial# (B)(4). Identified the setscrew of the ins was backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.